Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) found plunger not in place. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due plunger pcb. As a result, the plunger kits was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the multiple ¿syringe not in place¿ errors ¿ with prefilled 10ml syringe. There was no patient involvement.